Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with a history of right bundle branch block, minimal calcification of the annulus, and a membranous septum length of approximately 3 mm, access was obtained using echocardiogram guidance as the superficial femoral artery and deep femoral artery bifurcate near the right groin. Due to significant curvature of the descending aorta, a catheter mounted sheath was inserted into the patient followed by stiff guidewire. Subsequently, the valve and delivery catheter system were inserted into the patient and advanced to the annulus. The valve was deployed at a depth of 3 to 4 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). At this point, atrio-ventricular (av) was noted and the valve was recaptured. The valve was deployed a second time. The depth at 80% deployment was 3 mm on the ncc and 5 mm on the lcc, but the av block did not resolve. The procedure was continued under temporary pacing and the valve was fully released. Following valve placement, p waves were observed. However, due to bradycardia and unstable blood pressure temporary pacing was continued at a rate of 60 beats per minute. The temporary pacemaker lead was reinserted in the neck and the patient left the procedure with the temporary pacemaker in place. No additional adverse patient effects were reported. Additional information was received that complete av block occurred during the valve implant.

Event description:
Additional information was received that following the valve implant a permanent pacemaker was implanted at an unknown date.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5 (fourth paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with a history of right bundle branch block, minimal calcification of the annulus, and a membranous septum length of approximately 3 mm, access was obtained using echocardiogram guidance as the superficial femoral artery and deep femoral artery bifurcate near the right groin. Due to significant curvature of the descending aorta, a catheter mounted sheath was inserted into the patient followed by stiff guidewire. Subsequently, the valve and delivery catheter system were inserted into the patient and advanced to the annulus. The valve was deployed at a depth of 3 to 4 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). At this point, atrio-ventricular (av) was noted and the valve was recaptured. The valve was deployed a second time. The depth at 80% deployment was 3 mm on the ncc and 5 mm on the lcc, but the av block did not resolve. The procedure was continued under temporary pacing and the valve was fully released. Following valve placement, p waves were observed. However, due to bradycardia and unstable blood pressure temporary pacing was continued at a rate of 60 beats per minute. The temporary pacemaker lead was reinserted in the neck and the patient left the procedure with the temporary pacemaker in place. No additional adverse patient effects were reported. Additional information was received that complete av block occurred during the valve implant. Additional information was received that following the valve implant a permanent pacemaker was implanted at an unknown date. Additional information was received indicating that the permanent pacemaker was implanted four days after the valve implant procedure.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with a history of right bundle branch block, minimal calcification of the annulus, and a membranous septum length of approximately 3 mm, access was obtained using echocardiogram guidance as the superficial femoral artery and deep femoral artery bifurcate near the right groin. Due to significant curvature of the descending aorta, a catheter mounted sheath was inserted into the patient followed by stiff guidewire. Subsequently, the valve and delivery catheter system were inserted into the patient and advanced to the annulus. The valve was deployed at a depth of 3 to 4 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). At this point, atrio-ventricular (av) was noted and the valve was recaptured. The valve was deployed a second time. The depth at 80% deployment was 3 mm on the ncc and 5 mm on the lcc, but the av block did not resolve. The procedure was continued under temporary pacing and the valve was fully released. Following valve placement, p waves were observed. However, due to bradycardia and unstable blood pressure temporary pacing was continued at a rate of 60 beats per minute. The temporary pacemaker lead was reinserted in the neck and the patient left the procedure with the temporary pacemaker in place. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-29, serial/lot #: (B)(6), ubd: 13-jun-2026, UDI#: (B)(4). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.